Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure between the transmitter and the mobile app occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A pairing test was performed and passed. A review of the share logs was performed and a pairing failure was found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss greater than one hour. In addition, the probable cause of signal loss was determined to be that the mobile device lost power. The reported event of a pairing failure is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.